Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer reported they saw the alarm in history at several time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.